Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient underwent a pump exchange on (B)(6) 2022 due to a mass in their ventricle that was not a thrombus, as confirmed by pathology. The patient had been experiencing low flows for extended periods of time.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 left ventricular assist system, serial number (B)(6), could not be conclusively determined through this investigation. The patient underwent a heartmate 3 left ventricular assist system (lvas) to heartmate 3 lvas pump exchange on (B)(6) 2022 due to a mass in the patient¿s left ventricle and some extended periods of low pump flow. The mass was removed during the exchange and was sent to pathology for analysis. The analysis concluded that the mass was not a thrombus and stated that the mass was consistent with end stage cardiac disease with no fungal hyphal forms and negative gram staining. (B)(6) had been operating as intended prior to the exchange and will not be returned for evaluation. The patient remains ongoing on the new heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) is currently available. Speed, power, flow, and pulsatility are outlined in section 1 of this document. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.